Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad) to the apical. A non-bsc balloon was advanced to the lesion and balloon rupture occurred. The 8mm x 3.75mm nc quantum apex balloon catheter was advanced into the lesion. Inflation was performed once to 8atms. During the second inflation, the balloon ruptured at 10atms. The lesion was not fully dilated. The device was removed intact and the procedure was completed with a 2.25mm promus element. No additional patient complications were reported and the patient's status is good.